Event description:
"During flush of etop infusion, liquid started to leak from the distal end of the tubing. Infusion stopped and chemo pharmacy alerted. Patient did receive entirely of etop infusion and received 5cc of the flush before the infusion was stopped. Chemo placed in a double zip lock bag and marked with tape where it was leaking for our educator to see. Chemo pharmacy alerted and on board with plan to continue next chemo infusion. The leak did not happen at the connection, it happened at the y-site of the filter tubing. Baxter non dehp extension set 2h8671, lot (10)r24e27031. ICU medical primary plum set, lot 13928441, exp [redacted date]".